Event description:
Patient was an outpatient for a tavr (transcatheter aortic valve replacement) workup. At the start of the case, md attempted to acquire a right femoral vein access to start the rhc. However, as the md inserted the microwire into the femoral vein the tip portion and parts of the middle had broken off. Md attempted to snare the wire but was unsuccessful. Md consulted cv surgeon. Md informed the patient and the family post procedure. A copy of the package of the micropuncture kit was given to the manager.